Manufacturer narrative:
The customer's meter and one test strip were received for investigation. These as well as one master lot strip were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.9 inr. Donor hct: 43% and 37%. Testing results: donor #1: master lot/customer strip and meter 2.2 inr/ 2.3 inr. Donor #2: master lot/customer meter and master lot 2.9 inr/2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. According to the meter memory, the result of 3.4 inr was generated on (B)(6) 2017. Medwatch fields were updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer's wife stated they received a questionable result from coaguchek xs serial number (B)(4). The result from the customer's meter was 3.4 inr and the result from a coaguchek xs meter at the doctor's office two hours later was 2.6 inr. The customer had no treatment and was stable. The customer was not anemic, had no antiphospholipid antibodies, no heparin, and no direct thrombin inhibitors. There were no changes in diet, no illness, no bruising or unusual bleeding, and no change in medications. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 194492-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.